Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Device evaluation also discovered this non reportable defect: the light guide is burnt. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection. During the device evaluation the customer allegation was confirmed, the alignment pin had fallen out. It was also found that the light guide (lg) was broken this investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the rigid scope had a part near the light guide lens fall off. The issue was found during receipt inspection. The procedure was completed using a similar device. There were no reports of patient harm.